Manufacturer narrative:
A review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with specifications without deviations. At the time of the removal, the implants appeared well preserved, and there were no special implant-related observations. The explant was not received at the time of this report. Based on the information available to date, the event seems to be related to discogenic degeneration rather than to the tops system. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If any additional relevant information becomes available, a supplemental report will be submitted as applicable.

Event description:
The company was informed about a revision case of the tops system in the us after more than 5 years. The original procedure was performed on (B)(6) 2020. The patient was treated with tops at l4-l5 as part of the us ide clinical study. The patient complained of an increase in back pain. Based on the pattern of pain, patient exam and imaging analysis, the surgeon suspected that the major pain generator is likely disc degeneration at the level of the tops device. In the revision surgery, the tops system was removed and fusion was performed.